Event description:
On (B)(6) 2014, a 33 mm masters series mechanical heart valve was implanted due to severe mitral stenosis and regurgitation. An echo performed on (B)(6) 2014 noted a well seated mitral valve with mild transvalvular regurgitation and suspicion of a small perivalvular leak at the septal edge. An echo performed on (B)(6) 2015, noted a well seated valve with normal function. An echo performed on (B)(6) 2018 noted a well seated valve; however, the mean gradient across the valve increased to 9 mmhg. There was mild mitral regurgitation. In the spring of 2018, the patient started to show symptoms of heart failure and mitral regurgitation was present. The patient's anticoagulation was increased but the patient continued to suffer from heart failure symptoms and the mitral regurgitation never went away. The patient never had endocarditis and the cause of the regurgitation was unknown but thought to be pannus overgrowth causing obstruction of one of the leaflets. The patient was also found to have moderate aortic stenosis and regurgitation. Due to the failing symptoms of the patient, on (B)(6) 2018, the patient was re-operated on to re-explore the 33 mm masters series mechanical heart valve and replace the aortic valve. During the explant procedure they noticed that one piece of one leaflet of the mechanical mitral valve was fractured/missing. The annulus itself was free of calcification. It is not known when the leaflet fractured as the patient did well for about three years after the implant procedure. The valve was explanted and replaced with a second 33 mm masters series mechanical heart valve. The fractured segment of leaflet was never recovered. The patient is reported to be stable and recovering and has been discharged.

Manufacturer narrative:
An event of mitral regurgitation was reported. An event of a fractured leaflet was confirmed. Morphological and histopathological examination found one leaflet had fractured, however the fractured leaflet remained seated within the orifice. The intact leaflet was able to open and close completely. The sewing cuff was intact and contained a thin layer of fibrous pannus on both the inflow and outflow surfaces, however this did not impede leaflet mobility. No inflammations or calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.